Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinsonian tremor. It was the patient was turned up so much that it drained the battery faster because of their settings. It was also reported that sometimes when the charge goes off, the stim shuts off. The patient shakes when the stim goes off. No further complications were reported as a result of this event.